Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked and bleeding lcd glass and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of broken case. The customer stated that the screen was out of order. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.